Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, "it didn't bind and burst." It was reported that the trip wire and the suture were broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on august 10, 2023: it was noted that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6), 2023. During the procedure, "it didn't bind and burst." It was reported that the trip wire and the suture were broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a0401 captures the reportable event of trip wire broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a0401 captures the reportable event of trip wire broken. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with two bands attached, some of them were moved and the bands were torn. The suture thread was fully unfolded from the ligator housing and the ligator housing still had two bands attached. The handle slot did not show insertion marks of the trip wire. The suture thread was in good condition and contained the seven knots. The teeth of the ligator housing were found bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported events of suture thread and trip wire broken were not confirmed. Upon analysis, the suture thread and the trip wire were in good condition. The suture thread was fully unfolded from the ligator housing and still had two bands attached indicating the inability of the device to deploy the bands. The bent teeth in the ligator housing, along with the evidence that the trip wire was not secured to the handle slot, indicates an incorrect application of tension to the trip wire at the time of deployment. Due that the trip wire was not secured, it is possible that it had slipped inaccurately, moving the bands from its place until they became torn. Since there is no evidence to confirm the reported complaint; therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, there was evidence that the device was used in a manner inconsistent with a written instruction in the instructions for use (IFU). The handle slot did not show insertion marks of the trip wire; however, the IFU states "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, "it didn't bind and burst." It was reported that the trip wire and the suture were broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on august 10, 2023: it was noted that there was no difficulty experienced upon setting up the device.